Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. (B)(4). The returned guide wire had its coil wire damaged and inserted inside the concomitant microcatheter. Microscopic observation found that the coil wire was elongated for approximately 51cm originating at the proximal solder located 50mm from the wire tip. Approximately 42mm distal to the proximal solder, the core wire was found fractured. The fractured core wire had a flat fracture surface. Helical marks were observed on the shaft of the fractured core wire. These findings suggested that the core fractured was attributed to accumulated torsion. The distal segment was also microscopically observed. At the distal end of the elongated coil wire, tip solder was found remained attached. Proximal to the tip solder, the inner coil wire was exposed. The exposed inner coil wire had its coils stretched and found fractured at approximately 8mm from the wire tip. Soldering was found at the proximal end of the inner coil wire. The distal segment of coils was unraveled in order to observe the core wire. Just as seen on the proximal core fracture, the distal segment of core fracture showed a flat fracture surface and helical marks were found on the core shaft. The coil wire and the inner coil wire remained in one piece. Measurement of the length of the core wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified cto. That excess torsion was assumed to cause the core wire to become fractured. Elongation of the coil wire was assumed to occur by tensile stress that was applied upon wire removal. There was no indication of product deficiency. [Warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the core of an asahi guide wire became separated and its coil wire became elongated during a pci to treat a heavily calcified cto in the sfa. The guide wire was crossing the lesion when it became trapped by the lesion. After the trapped guide wire was slowly removed from the anatomy, the pci was terminated. The physician commented that the lesion was heavily calcified and that lesion contributed to this malfunction. The patient was without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.